Manufacturer narrative:
(B)(4). The manufacturing address is currently not available. Device evaluation: the actual device was returned for evaluation. The device was evaluated device and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device had an intermittent operation. During repair, it was determined that the device had an unknown liquid inside and the bearings and seals were worn. It was further determined that there was excessive corrosion in the housing for the saw blade. It was determined that the issue was consistent with improper cleaning and normal wear. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had an intermittent operation. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.